Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose and infusion set had a bent cannula. The customer blood glucose level was 433 mg/dl at the time of incident. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they received insulin flow blocked alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by infusion set changed. The insulin pump will not be returned for analysis.